Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, fold creases, around 0-25% of the shell is missing and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identified the thickness within specification) and non penetrating nicks, broken shell with striated edge on anterior side assessed as surgical damage and a curved striated opening on anterior side assessed as surgical damage. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact. A curved striated opening assessed as surgical damage. Broken shell with striated edge assessed as surgical damage. Missing shell that is assessed as inconclusive.

Event description:
The doctor reported rupture. The device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
The doctor reported rupture. The device has been explanted. This relates to the left side.